Event description:
After harversting donor plug during acl, dr tapped the recipient harvester into the defect & as he attempted to remove, it would not turn either direction. It had to be removed by hitting it with a mallet causing the part to twist. Surgery was delayed 45 minutes. No adverse consequences with the patient were reported due to event.